Event description:
Customer reported an altitude alarm triggered by the pump, which led to the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue previously and did not regularly clean the pump's speaker holes, resulting in obstruction. Technical support advised the customer to clean the speaker holes and remove the obstruction, and instructed them on how to reconnect the cartridge and resume insulin. After the recommended actions, the pump returned to normal operation, and the alarm did not recur. Technical support also provided tips to prevent future altitude alarms, which the customer acknowledged.